Event description:
Customer reported that chemotherapy agent was hung at 1213 and at 1700, the pump alarmed for air-in-line. The door of the pump was opened, and leaking from the tubing was noted. The leak was noticed where the pvc tubing connects to the blue upper fitment section above/outside the pump module. The chemo infusing was etoposide and cyclophosphamide. No patient/user harm reported and no medical intervention was required. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.